Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose level was 430mg/dl at the time of incident. The customer reported no delivery alarms and alerts to calibrate. The customer states every time he attempts to delivery insulin he receives the no delivery alarm. The customers current blood glucose level is 430 mg/dl and has not treated. The customer did troubleshoot, however was unable to complete infusion set change due to being at work. The customer was advised to check and change set at home and treat per healthcare provider¿s instructions. The customer will not be return the insulin pump for analysis.